Manufacturer narrative:
(B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seizures" is considered an unexpected adverse drug experience. The event of anaphylactic shock is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with juvéderm® voluma¿ with lidocaine. The patient experienced ¿loss of consciousness¿ during injection, as well as ¿sudden blood pressure decrease, face discoloration, tonic convulsions and seizures.¿ the patient was treated with ammonia spirit, prednisolone, coffein, and relanium®. While home, the patient called for an ambulance due to ¿loss of consciousness.¿ the patient had ¿weakness, dizziness.¿ the event is ongoing.